Event description:
It was reported the epg (external pulse generator) would not turn on. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery contacts were damaged and had deformed contacts. It was also noted that the lead flex cover was contaminated, the keyboard pad was damaged and the encoder flex was damaged and crimped. (B)(4).